Event description:
It was reported that the ventilator had a battery failure. Reportedly, the battery could not charge. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H10: it was reported that the battery could not be charged. The service provider (sp) inspected the device and replaced the battery to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.